Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associated with a patient's treatment. When treatment was completed, there was fluid discovered in the pump module area of the cycler and on the external part of the cassette. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The cycler is available to return and a new one is supposed to be delivered soon. The clinic has back up cyclers to use as well. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associated with a patient's treatment. When treatment was completed, there was fluid discovered in the pump module area of the cycler and on the external part of the cassette. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The cycler is available to return and a new one is supposed to be delivered soon. The clinic has back up cyclers to use as well. The cycler set is not available to return.

Manufacturer narrative:
Correction: d.8.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associated with a patient's treatment. When treatment was completed there was fluid discovered in the pump module area of the cycler and on the external part of the cassette. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The cycler is available to return and a new one is supposed to be delivered soon. The clinic has back up cyclers to use as well. The cycler set is not available to return.